Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of the force bipolar instrument's wrist was out. It happened suddenly. After that, the customer took out the instrument within the cannula. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon wanted to use the instrument's wrist to grasp tissue, but before grasping, the wrist had a problem. The instrument had been used for more than 1 hour before the reported event. The tissue was not caught in the instrument, and there was no tissue caught in the instrument. No tissue was excised, there was no bleeding, and no problems due to this event occurred during the procedure. There was no concern about this event causing any long-term complications with the patient, since there was no injury and the length of the patient's stay at the hospital was less than 24 hours. There were no post-operative complications, and the current status of the patient is no problems.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the force bipolar instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A review of the provided images is consistent with the report of the instrument's wrist being out, as a dislodged grip tang was observed. Furthermore, tissue can be observed being caught between the jaws and instrument's wrist. However, the customer reported that tissue was not caught in the instrument. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: it looks like the proximal end of the grip, including the grip tang, is dislodged from its normal position. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a frayed grip cable at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.